Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Chief technician reports an event in which a leak occurred from this arterial bloodline (location unspecified) approx 1.5 hrs into the pt's treatment. Reported blood loss was approx 20cc. The line was changed and the treatment completed without further incident. 12/29-spoke with the chief technician who could not confirm the exact location of the leak. Dir of nursing not available. However, line is available for evaluation. A response letter and mailer have been sent to the facility. 1/21-spoke with dir of nursing who reports that the leak occurred from the pump segment of the bloodline. Confirms the reported blood loss of 20cc+. States that the pt remained stable and did not require any medical intervention.